Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing the alarm on the device every four hours. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with increased sensing integrity counter (sic) and high rate non-sustained (hr-ns) episodes. There was a high threshold spike. Isometrics were performed and a chest x-ray revealed no issues. The lead remains in use. No patient complications have been reported as a result of this event.